Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. Currently, the proximal neck is 22 mm in diameter and 15 mm in length. The neck angle is 40 degree. The vessel tortuosity and calcification is mild. It was reported that an angiogram was performed and a proximal type I endoleak was seen posterior to the bifurcated device. The bifurcate had migrated below the renals approximately 1.5 cm from lowest renal (left). The physician performed an intervention and implanted an endurant cuff resolving the event. The physician stated that the graft migration was caused by the aneurysm shrinking and morphology changes to the aorta which shifted the device down about 1.5 cm the original placement. The device may have been implanted low but there are no films to confirm that no additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).